Event description:
Medtronic received information that this bioprosthetic aortic valve was explanted 18 months post implant, due to severe aortic stenosis and pannus (host tissue) overgrowth.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the device was received in a heat sealed pouch with minimal tan solution; the valve was moist. All leaflets are slightly stiff but flexible except where host tissue overgrowth lines the inflow adjacent to the margin of attachment. Two small perforations and abrasions on the lunula of the non-coronary left cusps adjacent to the right non-coronary and non-coronary left commissures appear to be due to bias wear, possibly prior to host tissue overgrowth. Pannus on the inflow extends along the margin of attachment, into all inferior coaptive areas and 1 to 2.5 mm onto all cusps significantly reducing the inflow orifice area. Radiography shows no evidence of mineralization in the valve or host tissue. Review of the device history record shows that this valve met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. Conclusion: reduced performance of the device attributed to non-structural dysfunction (i.e. Pannus overgrowth). Pannus information is a known and generally accepted outcome to bio-prosthesis implantation, when considering patient/risk benefit. The occurrence frequency and severity of the event remain within design expectations.